Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left antebrachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.